Manufacturer narrative:
Pump received with no button response at esc and act button due to unlocked j2 connector on lcd board. No button error alarm during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had a keypad anomaly. There was frequent no or intermittent response when the esc buttons were pressed. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.